Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the mitral stenosis. It was reported the initial mitraclip procedure was performed on (B)(6) 2016 to treat degenerative mitral regurgitation w(mr) with an mr grade of 4. The mean pressure gradient was 4mmhg. Two clips (60517u240 and 60517u242) were implanted successfully reducing the mr to 1. Post procedure, the mean pressure gradient was 6mmhg. On (B)(6) 2018, echocardiogram confirmed mr had increased to 4+, due to progression of disease. The implanted clips were confirmed to be secure on both leaflets. On (B)(6) 2018, a second mitraclip procedure was attempted, the mean pressure gradient was 6mmhg. The clip was advanced and the leaflets were grasped without issue, however the mean pressure gradient increased to 15mmhg, thus the clip was not implanted and was removed. The mean pressure gradient returned to 6mmhg. Mr remains 4+. The procedure was discontinued. There were no adverse patient effects and no clinically significant delay during the procedure. No additional treatment is planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of mitral stenosis and worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for mitral stenosis could not be determined; however, the reported effect of increase in mr was due to disease progression. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.